Event description:
It was reported that a patient presented to clinic for follow up. The implantable cardioverter defibrillator (ICD) was unable to be interrogated; premature battery depletion was suspected on the ICD. No changes or intervention was reported. There were no patient consequences.

Event description:
Additional information received indicates that the implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
Correction - d6b: date of explant updated to (B)(6) 2024, it was previously not reported.